Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in an adult female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease. Concurrent conditions included walking difficulty, nausea, vomiting, cough, back pain, abdominal pain, dysuria, chills, anemia and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue,"), menstruation irregular ("irregular menstrual cycle"), abdominal distension ("extreme bloating") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, cystitis, urinary tract infection, vaginal infection, migraine, headache, fatigue, menstruation irregular, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, cystitis, device dislocation, fatigue, headache, menstruation irregular, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2014, plaintiff had a hysterosalpingogram (hsg) test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease. *on (B)(6) 2014, plaintiff had a hysterosalpingogram (hsg) test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concurrent conditions included walking difficulty, nausea, vomiting, cough, back pain, abdominal pain, dysuria, chills, anemia and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue,"), menstruation irregular ("irregular menstrual cycle"), abdominal distension ("extreme bloating"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia"), iron deficiency anaemia ("blood/heart disorder: anemia"), vaginal discharge ("vaginal discharge "), bladder disorder ("bladder/ urinary problems"), urinary tract disorder ("bladder/ urinary problems"), blood disorder ("blood/ heart disorder") and cardiac disorder ("blood/ heart disorder"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, pelvic pain, cystitis, urinary tract infection, vaginal infection, migraine, headache, fatigue, menstruation irregular, abdominal distension, abdominal pain lower, abdominal pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, metrorrhagia, iron deficiency anaemia, vaginal discharge, bladder disorder, urinary tract disorder, blood disorder and cardiac disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for:abdominal, back pain, dyspareunia, dysmenorrhea, apareunia, general abnormal bleeding, menorrhagia, metrorrhagia, blood/ heart disorder, anemia, bladder/ urinary problems, vaginal discharge. Discrepancy noted in essure insertion date:- (B)(6) 2013 and (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events: abdominal, back pain, dyspareunia, dysmenorrhea, apareunia, general abnormal bleeding, menorrhagia, metrorrhagia, blood/ heart disorder, anemia, bladder/ urinary problems, vaginal discharge were added. New reporters and plaintiffs information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in an adult female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease. Concurrent conditions included walking difficulty, nausea, vomiting, cough, back pain, abdominal pain, dysuria, chills, anemia and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue,"), menstruation irregular ("irregular menstrual cycle"), abdominal distension ("extreme bloating") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, cystitis, urinary tract infection, vaginal infection, migraine, headache, fatigue, menstruation irregular, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, cystitis, device dislocation, fatigue, headache, menstruation irregular, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2014, plaintiff had a hysterosalpingogram (hsg) test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 9-apr-2018: pfs+mr received: new events: cystitis, urinary tract infection, vaginal infection, migraine, headache, fatigue, menstruation irregular, abdominal distension, abdominal pain lower were added. Reporter, patient demographic information, product lot number, all concomitant diseases were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2014, plaintiff had a hysterosalpingogram (hsg) test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.